Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred upon power-up in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "system error 322" was confirmed. A review of the event history log revealed ec322 "(link switch error (low)" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the lower link switch failure. The lower auxiliary required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.